Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture with increasing high lead impedance. The rv lead exhibited high pacing thresholds with oversensing of short ventricular sense intervals. The rv lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).